Manufacturer narrative:
The device evaluation found no damage on the filter. The filter was placed in warm water for 5-10 seconds and opened without issue. The failure mode could not be replicated during the evaluation. The root cause could not be determined as a manufacturing defect. A corrective action will not be required at this time.

Manufacturer narrative:
The sample device from the complainant was returned from sterilization on 2/18/2020. Evaluation of the device is currently in progress. A follow-up report with additional information will be provided by 3/20/2020.

Event description:
The filter was deployed and the legs were tangled. The filter was removed and a new filter was placed.